Event description:
The physician performed a fibroid resection prior to the novasure procedure. After the resection, physician was unable to deploy device properly inside the cavity. The physician removed the device from the cavity and was able to deploy device properly outside the cavity. Device was re-inserted in the cavity and was able to deploy device. Physician suspsected perforation which was confirmed by diagnostic laparoscopy.